Event description:
It was reported that the patient had an inflammatory mass, which was diagnosed via MRI. The health care professional had not yet decided upon mode of treatment. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).